Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable would not disconnect from the hemopro device. The hospital will reportedly not be returning the product in question. The hospital was unable to provide the physician's name, product serial number, event date, how the procedure was completed, and whether or not there were pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).